Event description:
Information was received indicating that the cadd administration sets - flow stop had moisture around the filter. It was reported that when the IV line was clamped, the fluid was came out of the air eliminating filter. The patient was receiving blinatumomab. The medication bag and the IV tubing set were replaced with no further problems. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: the affected cadd administration set was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No abnormalities were observed. A leak test was performed on the product using a hydrostat vessel. A leak was detected in the filter vent. The customer reported product problem was therefore verified. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.